Event description:
The report stated that the pt underwent a temporal artery biopsy procedure during which a fire occurred. The surgical drapes caught fire, and the flames were extinguished, but the pt suffered burns to her face.

Manufacturer narrative:
To date, the incident generator has not been received for evaluation. The return of the generator has been requested. If the generator is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.